Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b6, b7.

Event description:
Patient reported "have some firmness around the edges of my implants & I have been sleeping 14-18 hours a day for the past 4-5 months." Later, healthcare professional reported "grade 4 capsular contracture" to right breast has been causing pain for several years but has gotten more painful over the last few months. Pain to axilla and up to her shoulder". This report is for the right side. The device has been explanted. The event "have been sleeping 14-18 hours a day for the past 4-5 months" is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4.

Event description:
Patient reported "have some firmness around the edges of my implants & I have been sleeping 14-18 hours a day for the past 4-5 months." Later, healthcare professional reported "grade 4 capsular contracture" to right breast has been causing pain for several years but has gotten more painful over the last few months. Pain to axilla and up to her shoulder". This report is for the right side. The device has been explanted. The event "have been sleeping 14-18 hours a day for the past 4-5 months" is not related to the device.